Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, no visual, functional or dimensional testing could be performed. The sapien 3 valve is indicated for use in the aortic position. Therefore, its use via the commander delivery system within an existing bioprosthetic valve in the pulmonic placement is unknown. Additionally prior to valve deployment, the flex tip was reported to not be pulled back to the triple markers as indicated in the commander IFU. With the flex tip pushed against the proximal end of the thv and over the proximal end of the inflation balloon, the flow of fluid during valve deployment is inhibited, which could lead to higher inflation pressure resulting in the burst balloon. The exact volumes to deploy the thv could vary depending on the existing valve size, which could have contributed to the balloon burst. This coupled with the existing valve¿s condition/calcification could compromise the balloon wall structure, even at low inflation pressures. Although a definite root cause could not be determined, available information suggests that procedural factors likely led to the reported event. During the manufacturing process, inflation balloons are 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and single wall thickness. Additionally, inflation balloons are 100% visually inspected for contamination, if witness lines are not present in the middle of the working length and offset from the body to cone, double mold lines that protrude or have flash, thick or deformed cone, mechanical damage, crow¿s feet, and fish eye, gels spots, scratches. The balloon size was inspected prior to the pleating and folding process. The inflation balloon was also visually inspected for distorted/pinched folds following the pleat and fold process. The balloon underwent 100% final inspection by both manufacturing and quality for visual defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles or waviness, and fold lines on the inflation and crimp balloon. The devices were 100% leak tested. Post leak test, the balloon covers and inflation balloons were inspected for any damage. Sample devices were tested during product verification testing. Visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. The burst pressure of tested units was measured. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for balloon ¿ burst was unable to be confirmed and no manufacturing non-conformances were identified in the evaluation. Review of manufacturing mitigations, DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category. Additionally, a review of the IFU and training manual revealed no deficiencies. Available information suggests that procedural factors (off label use; flex tip not retracted to triple markers) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified in the evaluation, and the control limit did not exceed the respective trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve in the pulmonary position, the pusher was not pulled back and the balloon burst. The un-deployed valve was able to be removed via the edwards sheath and out of the patient with no harm to the patient. A second valve and new devices were used to complete the case. The patient did well post implant and went home.